Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella 5.5 support, the patient had a small hematoma at the access site. Manual pressure and tightening of perclose were done to manage the complication. A few hours later the pump was explanted and the patient survived.

Manufacturer narrative:
Investigation summary: hematoma : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot: device lot : 1951035. Device history batch: sub-component lot : n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.